Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 01 warning screen and displayed that the device is at end of life (eol). The monitoring voltage is 2.65v with a charge time of greater than 45 seconds.